Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency department with long pauses. It was also reported that p-wave over sensing and cross talk were observed on the right ventricular (rv) lead. Episodes of non pacing was also reported. The lead was re-programmed and remains in use. No further patient complications have been reported as a result of this event.